Event description:
According to the event description: "on the first day of home therapy, instead of 24 hours, easypump caught up after only 12 hours. Thereafter, another 2 x easypump connected which were also run in after only 12 hours. The patient was then switched to an electronic pump. The already prepared remaining 4 easypumps are now being sent in for examination."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k081905.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Reviewed the DHR for batch 24k11ged41, there was no defect encountered during in process and final control inspection. Received 5 samples of easypump ii lt 270-27-s-EU/sa without original packaging. The batch number on the big bottom cap of these samples was 24k11ged41. The flow rate report of affected batch 24k11ged41 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -4.87% and -0.36%. The 5 received samples were weighed and weight were 315.46g, 315.52g, 316.06g, 315.88g, and 315.71g. An unfilled easypump for this article typically weighs 75g, and the retained volume should be 3g. This indicates that the received samples had solution with volume around 240g. The samples were decontaminated and sent for flow rate test. The flow rate deviations from nominal flow rate for 5 received samples were -8.22%, -6.20%, -10.68%, -8.11% and -10.18% respectively. The flow rates of received samples were within the specification ±15% deviation from nominal flow rate. However, there are some possibilites that can cause fast flow rate to occur during application, such that one or combination factors are listed as below: the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10 ml/hr to 11.8 ml/hr. External pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Folder outer shell according to IFU, the outer layer has to be unfolded properly prior filling. Folded outer shell will act as the external pressure to elastomeric membrane and increase the flow rate of the product. Since the flow rate of the 5 received samples are within the specification, hence the complaint was considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.